Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 16 in non-dehp stnd bore extension set leaked causing underinfusion. The following information was provided by the initial reporter: material no: mx9166 batch no: unknown. It was reported that at conclusion of drug infusion and when disconnecting IV tubing, fluid was observed to be leaking from the filter onto the chair and onto the patient.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model mx9166 because a lot number was not provided by the customer.

Event description:
It was reported that 16 in non-dehp stnd bore extension set leaked causing underinfusion. The following information was provided by the initial reporter: material no: mx9166 batch no: unknown. It was reported that at conclusion of drug infusion and when disconnecting IV tubing, fluid was observed to be leaking from the filter onto the chair and onto the patient.